Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received yet.

Event description:
It was reported that the device was found to be in backup vvi mode during follow-up in clinic. Patient was stable. Further information was requested but not received yet.

Event description:
New information received notes that the device download performed successfully and device function was restored. Patient condition was normal throughout.